Manufacturer narrative:
Date of report: 05feb2019. PMA/510k: 04feb2019. Information was received that there was no patient involvement at the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was failing the gas volume accuracy. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was failing the gas volume accuracy. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Information was received that the issue was with the test set up. The customer corrected the test set up and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.